Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0286768. Medical device expiration date: 2002-10-31. Device manufacture date: 2000-10-12. Medical device lot #: 1091217 . Medical device expiration date: 2013-04-30. Device manufacture date: 2011-04-01. Medical device lot #: 3241460. Medical device expiration date: 2015-09-30. Device manufacture date: 2013-08-29. Medical device lot #: 5120622. Medical device expiration date: 2017-05-31. Device manufacture date: 2015-04-30. Medical device lot #: 9280864. Medical device expiration date: 2021-10-31. Device manufacture date: 2019-10-07. Medical device lot #: 0227213 . Medical device expiration date: 2022-08-31. Device manufacture date: 2020-08-14.

Event description:
It was reported that 7 bd vacutainers® blood alcohol determinations sodium fluoride experienced erroneous results. The following information was provided by the initial reporter: the bd vacutainer® fluoride tubes outgassed isobutylene that could be mis-identified as methanol when a single-column gas chromatographic system is used.

Event description:
It was reported that 7 bd vacutainers® blood alcohol determinations sodium fluoride experienced erroneous results. The following information was provided by the initial reporter: the bd vacutainer® fluoride tubes outgassed isobutylene that could be mis-identified as methanol when a single-column gas chromatographic system is used.

Manufacturer narrative:
H6: investigation summary: this complaint was reported in a 2021 paper in the journal of forensic sciences titled "isobutylene contamination of blood collected in 10-ml evacuated blood collection tubes with gray conventional rubber stoppers. Bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were visually inspected . 100 retentions from lot 0227213 and 9280864 were inspected with no issues were identified. No retentions were available for lots 0286768, 1091217, 3241460, and 5120622. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has observed the presence of isobutylene in most bd vacutainer® tubes with stoppers using halobutyl rubber. Isobutylene is a monomer used in the production of halobutyl rubber. This complaint is being confirmed based on historical data of a known issue related to rubber stoppers. At this time, no further action is planned, however bd will continue to monitor. H3 other text : see h10.

Manufacturer narrative:
The following field was updated due to additional information: investigation summary: this complaint was reported in a 2021 paper in the journal of forensic sciences titled "isobutylene contamination of blood collected in 10-ml evacuated blood collection tubes with gray conventional rubber stoppers bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were visually inspected . 100 retentions from lot 0227213 and 9280864 were inspected with no issues were identified. No retentions were available for lots 0286768, 1091217, 3241460, and 5120622. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd reviewed the findings in the article and determined that the issue was previously evaluated in september 2020, through a complaint received by the same customer. In the previous investigation, bd had identified isobutylene in the bd vacutainer® fluoride blood collection tube (material number 367001), which the customer alleged had interfered with methanol analysis. Isobutylene is a raw ingredient in the production of butyl rubber so residual isobutylene is likely to be found in the stoppers. Bd determined that both the previous complaint and findings in the article had used a dual-column gas chromatography system with flame ionization detector, which showed the interference in one of the two columns. Bd also confirmed presence of isobutylene in the chlorobutyl and bromobutyl stoppers used in the product. These complaints highlight the sensitivity of chromatography assays with general detection technologies to outgassed compounds. These methods are laboratory developed tests with each lab choosing columns and instrument conditions to optimize for their method / application making prediction of chromatographic interference infeasible. This is illustrated in the complaints referenced above as only one of the two column analyses in each case was impacted. Additionally, the customers¿ systems worked as intended in identifying an interference through the two-column system. This complaint is being confirmed based on historical data of a known issue related to rubber stoppers. At this time, no further action is planned, however bd will continue to monitor. H3 other text : see h10.

Event description:
It was reported that 7 bd vacutainers® blood alcohol determinations sodium fluoride experienced erroneous results. The following information was provided by the initial reporter: the bd vacutainer® fluoride tubes outgassed isobutylene that could be mis-identified as methanol when a single-column gas chromatographic system is used.